Manufacturer narrative:
Na.

Event description:
The customer stated that they received questionable results for a total of 12 patient samples tested for a1c-3 tina-quant hemoglobin a1c gen.3 (hba1c) on a cobas integra 400 plus (i400+). Of the 12 samples, 4 had erroneous initial hba1c results that were reported outside of the laboratory. The customer changed a lamp on the analyzer on (B)(6) 2018. The samples were repeated on (B)(6) 2018 after a calibration had been performed on the analyzer. The repeat results were believed to be correct. The first sample initially resulted with an hba1c value of 5.7 % and when repeated, it resulted as 4.89 %. The second sample initially resulted with an hba1c value of 7.2 % on (B)(6) 2018 and when repeated, it resulted as 7.72 %. The third sample initially resulted with an hba1c value of 5.5 % on (B)(6) 2018 and when repeated, it resulted as 6.09 %. The fourth sample initially resulted with an hba1c value of 7.0 % on (B)(6) 2018 and when repeated, it resulted as 7.58 %. The patients were not adversely affected. The hba1c reagent lot number was 31751401, with an expiration date of 30-sep-2019. The customer declined a service visit. The customer ran precision studies and these met specifications. The customer stated that they have not had any further issues since the lamp was last changed and controls were good over the weekend of (B)(6) 2018. On (B)(6) 2018, the customer stated that the controls were within range.